Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to be separated from the guidewire. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.